Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl and current blood glucose was 404 mg/dl. Customer had high blood glucose because her pump was off due to having no batteries avail asst with priming, setting time, giving a bolus and linking meter to pump. The device is not expected to be returned for analysis.